Event description:
Dr was performing a laparoscopic ventral hernia repair and the optifix absorbable tacker was misfiring during the procedure (x 2 devices). No charted harm to patient. Product returned to the rep. Manufacturer notified.